Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The cutting loop is ruptured out of the main electrode body - the tungsten wire is broken at the end of the reinforcement tubing on the power supplying side. The cutting loop part bent in multiple locations. The device product history records have been checked for the available lot number and no abnormalities have been found. Based on the available information and the results of the examination, the defect described by the customer can be confirmed. Due to the bending of the cutting loop, it is most likely, that the device has been mechanically overloaded at a point in time during the procedure - this must not necessary have been at the time of breaking. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to a usage-related failure due to wrong handling. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an issue with the product. The cutting loop of the device broke off during surgery. According to the complaint description, the breakage of the device happened during a transurethral removal of a bladder tumor. The broken piece had to be searched via x-ray, which also prolonged the surgical procedure. The exact amount of prolongation is not known. The fragment could be found and removed via x-ray. No patient harm was reported. There was no patient harm reported.